Event description:
Rn reports that while preparing tubing for a patient, it was noted that two sets of tubing were completely missing a port below the "bellow." Both tubings were retained and upon visual check both sets are indeed missing one of the ports closest to the patient.